Manufacturer narrative:
Reference CAPA-20-00141.

Event description:
Edwards received information that a patient with a 31mm pericardial mitral valve was failing and reportedly virtually "shut down" after an implanted duration of 12 years, eight (8) months. Patient had been experiencing weakness for the past three weeks, recovered from uti last week, and now awoke to swelling in the legs. Patient was admitted in hospital and is noted to be stabilized. Cardiologist indicated the valve was failing and virtually "shut down." The mitral valve exhibited severe mitral stenosis and regurgitation. The tmvr procedure was performed with a 29mm edwards transcatheter valve. Valve deployment went well. There was no gradient across the valve, in the lvot or across the aortic valve. There was trace perivalvular leak. The patient was taken to the ICU in satisfactory condition and was discharged home on pod #2.

Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and regurgitation in this case were most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, minimal information regarding this event was received and attempts to obtain additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been made. The root cause of this event cannot be determined with the available information. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported that this 31mm pericardial mitral valve was failing and reportedly virtually "shut down" after an implant duration of 12 years and eight (8) months. The patient had been experiencing weakness for the past three weeks, recovered from uti last week, and now awoke to swelling in the legs. The patient was admitted in hospital and is noted to be stabilized. The cardiologist indicated the valve was failing and virtually "shut down." The patient is going to have a catheter procedure next day and options will be discussed. Additional information received indicated that the patient was been scheduled for intervention.